Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device issue was the discharge energy output values are near the lower limit for the 200j range and sometimes below the lower limit. The malfunction was detected during preventative maintenance. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device issue was the discharge energy output values are near the lower limit for the 200j range and sometimes below the lower limit. The malfunction was detected during preventative maintenance. There was no patient involvement.